Event description:
It was reported to boston scientific corporation in 2007, that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure one day prior. (Female patient; age and weight unknown) according to the complaint, during the procedure, the nurse was inflating the balloon and the balloon popped before 12 atms inside the patient in the common bile duct. The case was completed with a second rx dilatation balloon. No part of the device broke off or fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.